Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv stimulation was reprogrammed from lv tip to rv coil, to lv ring to rv coil. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.